Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead and generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient's generator was programmed off after observing the high impedance. X-rays were recommended; however, it is unknown if they will be performed. It was reported that two days following the observance of the high impedance device diagnostics were within normal limits (2000ohms). The distributor indicated that a communication failure occurred and that the physician did not interrogate after that. The distributor believes that no high impedance was ever observed. It was reported that the patient would come in again for additional diagnostic testing. No additional information has been provided to date.